Event description:
While replacing the pacemaker, this ra lead "broke" when the physician attempted to remove it from the pacemaker. This lead was capped. Should additional information become available, this file will be updated.